Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump was not detecting that the cartridge was present and insulin delivery was stopped until the cartridge was replaced. There was no reported impact to customer's blood glucose. Contact declined to provide further information and declined tandem technical support's offer to follow up.